Event description:
The distributor reported that the sound level of the alarm is very low.

Manufacturer narrative:
The manufacturer is working with the distributor to evaluate and determine the cause of the reported failure. The distributor is to provide additional information regarding the cause of the reported malfunction. A follow-up MDR will be submitted.